Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the battery pack needed to be replaced. The in house biomedical staff have ordered the replacement battery pack and will affect repairs. No further problems are anticipated once the replacement is made.

Event description:
It was reported that the system 9800 displayed "filament error" during a procedure. A replacement c arm was brought in to finish the procedure. There was no adverse pt involvement reported. There was no pt information reported.